Event description:
It was reported that the attachment had "an undetermined malfunction." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The reporter was unable to determine the precise date of this event. However, it was known to have occurred during november. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned with an undetermined malfunction. Reliability engineering evaluated the device. A visual assessment was performed which confirmed that the bearings are damaged and will not allow a burr to pass through the bore. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.